Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room, post sensed t-wave oversensing on the ventricular channel was noted on a stored egm. The patient had received inappropriate therapy. The device was reprogrammed and the patient had no issues after the event.